Event description:
It was reported that "the pouch was found open before use. The pouch was taken out of the outer plastic bag and the customer noted that the pouch was open."

Manufacturer narrative:
Engineering investigation: the reported defect of "pouch was found open" was confirmed. The chevron end of the pouch was found open upon delivery to edwards (B)(4) however the pouch exceeded specifications for a peel test performed on samples taken along the length of the returned pouch. Process controls remain in effect and include sampling of pouches during receiving inspection activities and inspection of pouches during the manufacturing process. The rc014 manufacturing process and acceptance activities remain appropriate and all planned activities associated with the manufacture and testing of the rc014 product are acceptable. Feedback received on rc014 devices and their pouch will continue to be monitored. The package was received from the customer with the chevron seal open. The root cause of the open pouch could not be determined. Given the two visual inspections that are performed for each rc014 product per procedure, it is unlikely that the pouch was in an open condition prior to shipment from the edwards (B)(4) facility. The results from the peel test conducted at edwards (B)(4) show that it is highly unlikely the open pouch was the result of a seal defect. The event did not lead to a quality threshold being exceeded; therefore a CAPA will not be initiated. The information will be included in trending and future CAPA determinations.

Manufacturer narrative:
Device evaluation: received (1) rc014 in original package. Reported defect of "the pouch was found open" was confirmed. The package was partly opened. Bonding mark was visible on tyvek sheet and no visible damage was found from the package. Visual examinations were performed under microscope at 10x magnification. The sample was sent to edwards (B)(4) for further investigation. Additional investigation is currently in process.